Event description:
It was observed that during the device evaluation, the subject flex video scope exhibited a detached adhesive on the a-rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the detached adhesive on a-rubber was caused by damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.